Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
After review of medical records patient was revised to address left hip metal on metal with metallosis and pseudotumor formation. Revision notes reported a metal on metal left hip replacement done over 10years ago. The patient presented with increasing pain and dysfunction in the hip to the point where needed to be a cane to walk. The abductor was grayish in appearance and rubbery to palpation. The trunnion was noted to be blackened with corrosion. Cup was removed with a small shell of posteromedial one with it. MRI showed a 20cm x 10cm x5.5cm cystic pseudotumor within the trochanter bursa displaced in the sciatic nerve. The patient had another pseudotumor that is 13 x 6cm in the illopsoas bursa which was displaced in the femoral nerve. Osteolysis of the superior acetabulum. Doi: (B)(6) 2008. Dor: (B)(6) 2019. (Left hip).

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation records received. Revision of depuy products, reason for revision was not provided. Doi: (B)(6) 2008; dor: (B)(6) 2019; left hip.